Manufacturer narrative:
Date of event, catalog and lot numbers, UDI section are unknown, no information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Manufacturing device history record review could not be performed because lot number of device was not provided.

Event description:
It was reported that there is concern when using the cuffed bivona tubes, the consumer is finding the balloons are sticking when trying to inflate them. They are currently manipulating the balloon by hand before using the tube. Once manipulated, the balloons do fully inflate and no issues were reported. If the balloon doesn't inflate correctly, the customer has advised that they do not use it and dispose of the tube. No patient injury reported.